Event description:
It was reported that the pt was referred for an end-of service (eos) battery change. However, the surgery was canceled and the pt was admitted to the hospital as he went into status epilepticus. The pt later underwent the replacement surgery, and the physician stated the generator was replaced as it "was not working." Attempts for further information have been unsuccessful to date.